Manufacturer narrative:
The product was returned for investigation. The mid-shaft was found to be twisted, and two ruptures were identified in the twisted section. It was considered that the reported event was caused by excessive stress from other devices or procedural manipulation; however, the detailed cause could not be identified. No abnormalities were found on the production records. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make users aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective. Although no complications have been reported, we are reporting this event conservatively because balloon rupture or shaft leakage is known to potentially cause adverse events.

Event description:
It was reported that balloon rupture occurred. The balloon used for a calcified lesion with 90% stenosis in lad ruptured during inflation at about nominal pressure. Then it was replaced with a new product and the operation was continued. No complications were reported.